Event description:
During a pci procedure, the tip of the mailman j tip 182 cm guide wire fractured and remains inside of the pt's body. The pt underwent an elective procedure for stable angina symptoms. The target was a bifurcation lesion lad/1st diagonal. The was no visible calcification. Estimated vessel sizes were diagonal 2.75 mm, lad at bifurcation 3.0 mm and 3.5 mm more proximally. The lad was diffusely diseased up to the ostium. A tentative strategy of culotte's stenting with cypher stents was planned. The diagonal was wired with the mailman j tip 182 cm guide wire and the lad with a cougar xt guide wire. Both branches were pre dilated with a 2.5/12 mm maverick. The lad was stented with a cypher 3.0/23 mm dilated to 15 atm to cover the diseased bifurcation area. Another cypher 3.5/13 mm was slightly overlapped with the previous one, extending to the lad ostium and dilated at 16 atm. The diagonal was rewired through the stent struts with a choice pt floppy guide wire. At this time, an attempt was made to remove the mailman j tip 182 cm guide wire which was jailed by both cypher stents. Considerable resistance was encountered, and the mailman j tip 182 cm guide wire was forcefully removed, however the platinum tip of the guide wire, was retained beneath the stent slightly proximal to the diagonal take-off. The pt remained asymptomatic and the procedure was successfully completed, albeit without stenting of the side branch due to failure of a balloon (a maverick 2.0/15 mm) to cross the lad stent struts. The lad stenting results were good, with only 30% residual stenosis at the diagonal ostium, and flow in both vessels was timi 3.